Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they are not able to get any green lights on the telemetry portion on the monitor, during a manual transmission. Follow up with the clinic confirmed a successful transmission has not been sent so unable to rule out a telemetry problem with the device. The implantable pulse generator (ipg) and monitor remain in use. No patient complications have been reported as a result of this event.